Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 03/10/2014-device evaluation:the pump has been returned and evaluated by product analysis on 02/21/2014 with the following findings:during testing, the pump was powered on and the display screen text appeared dim, faded, and discolored. Unrelated to the complaint, the pump failed a leak test. The battery compartment was observed to be cracked with evidence of moisture ingress inside. The pump case was removed and no further evidence of moisture ingress was found.